Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed a cs 078 alarm. Due to moisture damage the display was not working. The original complaint was unable to be investigated due to moisture damage. The display was blank at power up with audible and vibration. There was moisture found behind the display. A leak test verified a battery compartment leak with evidence of moisture corrosion inside the internal pump. There was moisture corrosion on the motor flex connector, on the board and display connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).